Event description:
In 2005, the lay pt contacted lifescan alleging that her one touch ultra meter was reading in the incorrect units of measurement. The following day the medical affairs specialist spoke with the pt to obtain/verify info. The pt said that she noticed the meter readings changed (to include a decimal point) after her in law changed the meter battery. She tested with the meter and obtained a result of 6.4 mmol/l (converts to 115 mg/dl) on the meter; the pt's blood glucose level was in normal range, not indicating a state of injury. She told the customer care rep (ccr) that she had symptoms of low blood sugar and took orange juice to drink. The ccr confirmed that the meter was set to mmol/l instead of mg/dl. The meter, test strips, and control solution were replaced.